Manufacturer narrative:
(B)(4). Date sent: 2/6/2020. Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparatomy vaginal hysterectomy, the teflon coating around the electrode exploded. A second like device was tried and it did the same thing. A force triad generator was being used at that time. It is unknown how the procedure was completed and there were no patient consequences reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Corrected data: brand name, MFR site. Investigation summary: one of each me725m1e was received with unknown lot numbers. This device was received, but was not on original report. The device was returned without the electrode. During visual inspection, excessive blood and debris was present. The device was functionally tested and found to be performing within specifications.